Event description:
It was reported that the customer went o the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of over 800 mg/dl and ketones identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. A full system check was completed and no issues were found with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.